Manufacturer narrative:
The architect c8000 maintenance log shows weekly maintenance procedures (clean sample/reagent probes and clean cuvettes with detergent) were performed between the initial suspect magnesium results on (B)(6) 2014 and the lower retest results on (B)(6) 2014 and (B)(6) 2014. A review of the service history of architect c8000 serial number (B)(4) finds no additional reports of erratic or false high results after the weekly maintenance items were completed. A review of c8000 and magnesium assay complaint and trending data did not identify a related product issue or adverse trend. The architect system operations manual and magnesium assay package insert provide adequate information related to the customer's reported issue. The available information indicates the false high magnesium result issue was resolved by performing weekly maintenance items to clean the sample and reagent probes and the cuvettes. The issue was resolved per standard troubleshooting provided in the operations manual. Based on the investigation performed, neither a malfunction nor a deficiency were identified.

Event description:
The customer stated that a falsely elevated architect magnesium result of >7.8 mg/dl was generated for a patient on (B)(6) 2014. The same patient sample retested within the normal range at 1.8 mg/dl on the same architect c8000 analyzer and 1.7/1.8 mg/dl on two different architect analyzers on (B)(6) 2014. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).